Event description:
Additional information was reported that the chest x-ray showed no gross observations and the patient was to be further evaluated at a in-office visit.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited out of range shock impedance measurements greater than 125 ohms in varies configurations. There was no noise reported on the right ventricular (rv) or shock channel. The patient was sent for a chest x-ray and further troubleshooting was to be performed. At this time, no further information has been made available. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the patient was seen for induction testing. A 14 joule shock was successfully delivered with acceptable shock impedance measurements. No changes were made to the system. The system remains in service.